Manufacturer narrative:
Not returned yet.

Event description:
Allegedly, the doctor was performing a myomectomy procedure when one of the jaws broke off and fell into the patient. The doctor immediately removed the piece and an xray was taken to confirm there was nothing remaining in the patient. The procedure was completed with no injury to the patient.

Manufacturer narrative:
The device was returned and evaluated. One jaw is broken off the instrument. Probable cause for damage is mechanical/stress overload, but we cannot confirm. Instrument was in use for 6 years.